Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022, reported as "around middle in (B)(6) 2022." (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultra set disposable disconnect y-set leaked at the y end. This was noticed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted a leak between the y junction and the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted